Event description:
A patient had a bypass surgery in 2001. Shortly after the patient was sent to the recovery room, internal bleeding was detected. The patient was brought back to the or and reopened to stop the bleeding. The clips were no longer on the vein. No further complication was reported on the patient.